Event description:
The target lesion where restenosis occurred was the distal left circumflex (aha#13). The vessel was tubular, eccentric and de novo. Aha/acc classification of the vessel was a type b2. To treat the lesion aha#13, pre-dilation was conducted with a balloon (1.5/20mm) at 14 atm. 1st cypher (2.5/18mm:i0704074) was implanted at 14atm for 16~30seconds. Eight-month follow-up cag was conducted. Restenosis was observed at the distal edge of the cypher implanted at aha#13. There was 99% stenosis. The pt did not complain of any symptoms. There was no abnormality on the ECG. Since the restenosis was at the distal end, there was no treatment conducted. Seven months later there was no abnomality with the pt. The target lesion where the restenosis was left distal circumflex. The vessel was tubular, eccentric and denovo. Aha/acc classification of the vessel was a type b. There was 69% stenosis. Radial approach was chosen for the procedure pre-dilation was conducted with a balloon (1.5/20mm) at 14atm to treat the left distal circumflex. The 1st cypher stent (2.5/18mm lot i0704074) was implanted at 14atm for 16-30 seconds. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 9%. The medications administered are as follows: aspirin, heparin, ticlopidine hydrochloride, isorbide mononitrate, diltiazem hydrochloride.